Event description:
The customer reported approximately ten milliliters of diluent leaked onto the counter and differential r flags were obtained for patient samples involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Erroneous differential results were generated but were not released out of the laboratory. There was no patient impact. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered diluent coming from the pink stripe tubing through line vl59 which was cut at the fitting. The fse replaced the tubing and decontaminated the area of the fluid leak and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications.